Manufacturer narrative:
Software error detected confirmed in downloaded pump history due to software error. Device passed the displacement test and the self test. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm. The customer¿s blood glucose was 157 mg/dl at the time of incident. The customer was able to clear the alarm but unable to rewind the insulin pump. The insulin pump will be returned for analysis.